Event description:
It was reported that this right ventricular (rv) lead presented high thresholds. The impedance had dropped and the sensing amplitude experienced changes. A perforation was suspected; however, it could not be confirmed through x-rays. Patient was having symptoms with pacing. No additional information is available at the moment. Additional information was obtained, the lead was explanted.

Event description:
It was reported that this right ventricular (rv) lead presented high thresholds. The impedance had dropped and the sensing amplitude experienced changes. A perforation was suspected; however, it could not be confirmed through x-rays. Patient was having symptoms with pacing. No additional information is available at the moment. Additional information was obtained, the lead was revised.

Event description:
It was reported that this right ventricular (rv) lead presented high thresholds. The impedance had dropped and the sensing amplitude experienced changes. A perforation was suspected; however, it could not be confirmed through x-rays. Patient was having symptoms with pacing. No additional information is available at the moment.

Event description:
It was reported that this right ventricular (rv) lead presented high thresholds. The impedance had dropped and the sensing amplitude experienced changes. A perforation was suspected, however, it could not be confirmed through x-rays. Patient was having symptoms with pacing. No additional information is available at the moment.